Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry were fully functional. There is no indication of a device malfunction causing or contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of eight shocks. The patient received the first shock on (B)(6) 2017 while in vt at 180 bpm. The post-shock rhythm was bradycardia at 30 bpm with motion artifact. The patient received two more treatments while in sinus tachycardia at 23:21:02 and 23:21:36, respectively. The patient received a fourth treatment at 00:21:26 on (B)(6) 2017 while in vt. The rhythm was not converted. The device then delivered four more treatment defibrillations between 00:21:48 and 00:22:55 while the patient was in nsvt. The rhythm after shock 5 was sinus tachycardia at 120 bpm with nsvt. The rhythm after shocks 6 and 7 was nsvt. The rhythm after shock 8 was vt at 200 bpm, which degraded to vf. Since the rhythm during shocks 4-8 did not convert the vt, the 5 shock maximum was reached and no further treatment shocks were delivered. The patient was in vt/vf for seven minutes and forty six seconds before they received an external defibrillation while in vf. Following the non lifevest shock the patient's rhythm was severe bradycardia at 10 bpm. The patient presented to the ER for evaluation. The patient received an ICD following the event. There was no death or serious degradation in the patient's health.